Manufacturer narrative:
Date of report: 02jul2019, date rec¿d by MFR :01jul2019. The power management (pm) printed circuit board assembly (pcba) was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the power management (pm) pcba revealed no damage or contamination. The power management pcba will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator did not power up from (alternating current) and deliver breaths, the test ventilator did generate codes 111b, 1115, 1201 and 1104 error codes, and the touchscreen did not respond to touch command. The screen was stuck frozen. During debugging found r31 (resistor) solder cracks open not making contact with the trace. R31 on the pm pcba was soldered to the trace. Root cause: the r31 solder crack open not making contact with the trace on the pm pcba created, 111b, 1115, 1201 and 1104 error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit turns on only when plugged into the power mains ac (alternate current). The keypad does not work and cannot be turned off. The device displays multiple error messages on the screen. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The even date was not specified; estimate used.

Manufacturer narrative:
Date of report received 29 may2019. MFR received date 6 apr 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective air inlet filter, fan guard, filter, and retainer, power management board, motor controller board, blower, central processing unit (cpu) tray, foot, and power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.